Event description:
It was reported that the elective replacement indicator (eri) triggered earlier than intended. The programmer displayed the "replace generator soon" message. A wireless software update was performed clearing the eri message. The device is providing therapy.

Manufacturer narrative:
Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
It was reported to abbott, , a patient received the replace generator message on their eterna app. The patient had already met with the rep who checked the ipg battery status, and verified the ipg battery status was good. The patient did not want to troubleshoot and update the patient controller (pc) app over the phone and wanted to meet with the rep again to do the update for them. The rep met with the patient and their pc was upgraded to ios version 12.5.5, the pc version was upgraded to the latest version, and the eri message was no longer appearing. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.